Manufacturer narrative:
The following devices were also listed in this report: hris flexible osteo .12 x 120 mm;cat#:6210-0-710; lot#: x16e37a, hris flexible osteo 12 x 93 mm;cat#:6210-0-740; lot#: x16h33a, v40 cocr lfit head 40 mm/-4;cat#:6260-9-040; lot#:475ady, 23 mm mod rev hip bdy/blt +10 mm component level 9006-1-123;cat#:6276-1-123; lot#:54047002, mod con dist stem 18 x 155 mm; cat#:6276-7-018; lot#: caxp242a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
After revision of stem and insert on (B)(6) because due to a disassociated head from stem, patient showed signs of infection and metal colored fluid leaking from incision. All implants were removed.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
After revision of stem and insert on (B)(6) because due to a disassociated head from stem, patient showed signs of infection and metal colored fluid leaking from incision. All implants were removed.